Event description:
New information received indicates that the patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Out of range high, pacing lead impedance and loss of capture were noted. The lead was capped and replaced during the generator change out. No further information is available.